Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that an asymptomatic patient presented for a follow-up, the pulse generator exhibited backup operation. Showing a single bit flip. After a device software download, normal device function resumed.